Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: visual analysis completed on the returned device revealed the wire was kinked, as part of overall visual revision. The device was severely kinked at the proximal and middle section of the device. The distal tip was also observed to be stretched. The overall length of the device was measured to be within specifications at 330cm. The outer diameters of the distal tip, middle section, and proximal section of the device were all measured to be within specifications. Inspection revealed no other damage or irregularities.

Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During removal, severe resistance was felt when the burr was pulled up to the guiding catheter; procedure itself was performed without issue. It was further noted that the burr was stuck with the rotawire and could not be removed. No damage was observed on the rotawire. The procedure was completed with this device. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During removal, severe resistance was felt when the burr was pulled up to the guiding catheter; procedure itself was performed without issue. It was further noted that the burr was stuck with the rotawire and could not be removed. No damage was observed on the rotawire. The procedure was completed with this device. No complications reported and patient's condition is good.